Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified no tears in the balloon material. There was a large build-up of blood inside the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted over the distal edge of the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified that the distal extrusion was severely kinked at 12.5cm proximal from the tip. As a result of this kink, it was not possible to load a 0.014inch wire through the site of the kink. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for used. During the procedure, the balloon was inflated multiple times, however, was ruptured at 20atm. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for used. During the procedure, the balloon was inflated multiple times, however, it was ruptured at 20atm. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.